Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple increases in left ventricular (lv) lead pacing thresholds had occurred, possibly compromising capture. Thresholds were currently noted to be high but capture was not compromised. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.